Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "the respiratory specialists weren't able to change any parameters on the screen, either with the touchscreen or the knob. They tried to put it in standby, press 100% o2 oxygen and the hardkeys also wouldn't function. The waveforms and values were all showing still so that part was ok. They had to bag the patient, reboot the g5 and it was all ok after that."